Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported higher values when scanning a (B)(6) customer¿s adc freestyle libre senor. On (B)(6) 2012, a sensor scan of 198 mg/dl was obtained with no comparison glucose test performed, and the caregiver provided an injection of insulin. As a result, the customer had a loss of consciousness was provided "05" of glucagon and brought to the hospital. The hcp provided the customer with liquids and observed only. No further medical treatment was provided. There was no report of death or permanent injury.